Event description:
The customer reported the touch screen is damaged; scratch on the screen and smudges. It was clarified by the field service engineer (fse) that the touch screen is not working properly. The customer reported there was no patient involvement.